Manufacturer narrative:
A titan otr pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the inlet tube of the reservoir near the strain relief. Testing revealed this to be a site of leakage. The separation appeared rough and irregular, indicating sufficient stress(s) was exerted to separate the site. A separation was noted in the bulb of the pump. Testing revealed this to be a site of leakage. The separation appeared rough and irregular, indicating sufficient stress(s) was exerted to separate the site. Surface abrasion was noted on the shorter exhaust tube and the inlet tube of the pump. No visual or functional abnormalities were noted with cylinders 1 and 2. Based on previous quality simulations, the examination of the returned product and the reported information, quality concluded that the rough and irregular surfaces associated with the separations in the reservoir inlet tube and the pump bulb indicate sufficient stress(s) was exerted to separate the sites while in vivo. Separations of this type could then allow the loss of fluid, making the device inoperable. Because the information does not indicate where the failure occurred, quality cannot determine which site failed first. Both separations are concluded to be the site of failure. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 3249756. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.

Event description:
According to the available information, leak.